Event description:
Update (B)(6) 2013 product code.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised due to stem loosening.

Manufacturer narrative:
This product is not sold in the us. No MDR required. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.